Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. Reportedly, the customer's blood glucose (bg) level was "okay" at the time of the event. The customer successfully loaded a new cartridge and resumed insulin delivery.